Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an atrial lead revision procedure the left ventricular lead dislodged and was capped. The patient did not experience any adverse consequences, the procedure was completed successfully.